Event description:
A distributor reported an end user experienced an issue when using a catheter from a duramax stacked tip 32cm str. Basic kit. During placement, the catheter would not tunnel, and slipped off the needle [trocar tunneler]. It was confirmed the catheter was correctly locked. The procedure was completed with a different device. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. The customer's reported complaint description of catheter tubing pulling off the tunneler (during tunneling process) was not confirmed as there was no damage observed to the returned complaint samples. No manufacturing non-conformances were observed during sample review. No damage or defects were noted to the tunneler/catheter. The catheter, tunneler, and tunneler sleeve met dimensional specifications. An assembly test was performed and no defects were found. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.